Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 27 mg/dl. The customer reported that they had to call the ambulance to treat the low blood glucose. The customer reported that the ambulance took them to hospital. The customer's blood glucose was 157 mg/dl at the time of call. The customer stated that the ambulance gave them glucose gel to bring the blood glucose up. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.